Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was not inflating and deflating consistently. The patient requested placement of a new pump to help with gripping, pumping, and deflating. The pump was replaced. There were no patient complications reported.